Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; plate is sticky due to leakage, light guide lens has corrosion due to degradation, and the detached rubber cover of the forceps channel port was due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of air leakage from the biopsy channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the sticky up/down angulation lever plate, corroded light guide lens, and a detached rubber cover of the forceps channel port were found to be most likely due to stress and degradation. There was no patient involvement.